Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2019-10413. It was reported that the physician accidentally pulled out the patient's lead during pocket revision (manufacturer report number: (1627487-2019-10353, 1627487-2019-10355). As a result, the entire system was explanted. The patient was doing fine post-operatively.

Manufacturer narrative:
This issue cannot be confirmed with product testing. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. Bench testing did not reveal any stimulation anomalies when monitored on the oscilloscope. The ipg passed functional testing on the ate. The device passed mechanical lead fitment testing. It was reported it was felt a migrated lead in the pocket was the source of the pain. However, the root cause of the reported issue could not be definitively determined.

Event description:
Related manufacturer report number: 1627487-2019-10413.